Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, it was determined that e224 error occurred due to the miscommunication caused by the cable failure. The cause of the cable failure could not be identified. It was noted, however, that e224 errors are errors that occur during poor communication between the camera head and the processors (otv-s400 of the instructions for use, chapter 9, when an abnormality occurs, section 9.2 how to identify and treat the abnormality). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the 4k autoclavable camera head did not produce an image during preparation for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that there was a e224 scope communication error due to a cable issue. E2 was inadvertently checked; reporters title is unknown. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was received from the customer which confirmed that the loss of image occurred during preparation for use. The procedure was completed using a similar device. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide corrections to b3 and b5. The information was inadvertenly omitted from the first supplemental medwatch report. Olympus will continue to monitor field performance for this device.